Event description:
It was reported while using plate 7h11 agar deep fill japan 20 ea that biological contamination was observed in five (5) agar plates. The contamination was observed after application and incubation of the membrane filter sample. This test method is outside manufacture standards. There was no health impact or consequence reported.

Manufacturer narrative:
The manufacturing location for this product is japan, fukushima. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in sparks, md has been listed in sections d.3. And g.1. And the sparks FDA registration number has been used for the manufacture report number. E1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 11-apr-2024. Investigation summary: material: 252119, batch: 4045375. When we checked the returned item and photo, we found that it was contaminated. No problems were identified in manufacturing records or stored samples. A trend was identified, and a corrective and preventive action (CAPA) was initiated. The lot will continue to be monitored.

Event description:
It was reported while using plate 7h11 agar deep fill japan 20 ea that biological contamination was observed in five (5) agar plates. The contamination was observed after application and incubation of the membrane filter sample. This test method is outside manufacture standards. There was no health impact or consequence reported.